Manufacturer narrative:
(B)(4). UDI: (B)(4). Medical products ¿ natural tibia trabecular metal two-peg porous fixed bearing left size g, catalog #: 42530007901 lot#: 62692165, femur cemented posterior stabilized (ps) standard left size 10 catalog #: 42500606801 lot #: 62693693, articular surface fixed bearing posterior stabilized (ps) left 11 mm height catalog #: 42511401011 lot #: 62265669, palacos r 1x40 single catalog #: 00111214001 lot#: 78434385. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03604, 3007963827-2017-00249, 0002648920-2017-00517, 0001822565-2017-05951. Product location unknown.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced pain approximately five months post-implantation. The patient underwent a revision procedure approximately six months post-implantation due to pain and loosening of the tibial component. Operative reports indicate that during the procedure the patient had large effusion that was serosanguineous. The patient had tremendous synovitis in the joint. The surgeon removed this. The tibial tray was noted to have lack of bony ingrowth. The femoral component was also noted to be loose. Finally the patella component had large osteophytes all the way around it. The patella component remained implanted.